Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 22 mg/dl. Prior to being hospitalized, the customer fell off the couch and broke his hip after he experienced hypoglycemia. No troubleshooting was performed as the insulin pump being worn at the time of the event, had already been replaced. Nothing further was reported.